Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys vitamin d total iii result from the cobas e 801 analytical unit. The initial result was 30 ng/ml and was reported outside of the laboratory. The physician questioned the result as the patient was hypocalcemic. The same sample was repeated with a result of 11 ng/ml. The repeat result was believed correct.

Manufacturer narrative:
Medwatch fields d1-d4, h1, and g4 were updated. The field service representative found the pre wash and sippers were out of adjustment and there was an occlusion in the sipper nozzle. He replaced the channel 1 sipper nozzle and adjusted the pre wash sippers and sipper nozzle according to the specifications. He ran successful instrument checks without errors and the customer ran qc. The investigation determined the service actions resolved the issue.